Event description:
It was reported that the patient had to charge more frequently and battery would not hold as long of a charge compared to the first years of implant. The patient underwent an implantable pulse generator (ipg) replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.